Event description:
The customer reported via phone call that customer had high blood glucose level. Customer¿s blood glucose was over 400 mg/dl at the time of incident. Customer's current blood glucose was 180 mg/dl. Customer was not okay to troubleshoot. Auto mode feature was not activated at the time of high blood glucose incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported tape was not sticking. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.